Event description:
A cryoablation procedure was performed in (B)(6). A circular mapping catheter was removed from the flexcath steerable sheath (catheter introducer) and the cryoablation catheter was re-introduced into the flexcath sheath and positioned in the left superior pulmonary vein. During contrast injection, air bubbles were seen on fluoroscopy in the left atrium (not the pulmonary vein). Elevated st segments were noted on the surface ECG soon after this. The st segments were noted to have returned to normal within approximately 3 minutes. The procedure was stopped. Post procedure, the patient was reported to be in good health. There were no problems with the devices during the procedure.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.